Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to customer site. The fse replaced a defective blood sampling valve (bsv) actuator resolving the reported issue. The failure mode was related to the bsv actuator.

Event description:
The customer reported to beckman coulter (bec) that hematocrit/hemoglobin (h/h) results obtained from the coulter hmx hematology analyzer with autoloader in secondary mode did not match sample results obtained in the automated mode. The analyzer print outs were requested for comparison, but were not provided. Since the customer did not print the results; all results were transmitted to a host computer. Only one set of data from the sample screen was available. Based on provided data, it confirms that the sample was run in the secondary mode and that the h/h results did not match. The analyzer flagging and messages could not be determined with the limited information provided. The customer stopped using the instrument and all samples were sent to a reference laboratory for confirmation. Correct results were requested for review; however, they were not supplied. Although the erroneous results were reported out of the laboratory, there was neither death nor injury associated with this event.